Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level, value was not provided. No additional information was provided. Customer declined to troubleshoot with tandem technical support.